Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-24024. It was reported that the patient presented to the clinic due increased chest pain. A heart ultrasound was performed which showed pericardial effusion. Interrogation showed the patient's right atrial (ra) and right ventricular (rv) leads had dislodged and perforated the patient's heart. The physician explanted the ra lead, moved the original rv lead into the right atrium and implanted a new rv lead on (B)(6) 2021. The patient was stable throughout.